Manufacturer narrative:
No trend considering the following event is identified: revision due to dislocation. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: (B)(6) patient (bmi=31.73) underwent left tha on (B)(6), 2017 and subsequently suffered two post-operative dislocations. Later on (B)(6), 2017 she was brought back for a revision. It was determined that the acetabular cup from the index procedure needed different positioning to ensure stability. The cup was explanted and a new acetabular component was implanted along with a constrained liner. Review of received data - 3 x-rays dated (B)(6), 2017 were received which do not covney any information regarding the biolox head since the tha was done on (B)(6), 2017. Pictures of the explanted cup, liner, head and modular stem neck were received. Metal transfer in the form of thin concentric lines on the inner surface of the head visible. Slight metal transfer at the rim of the head is also seen which possibly occurred during explantation. No product was returned to zimmer biomet for in-depth analysis, according to the information received, it was discarded at the hospital. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination possible: correct size of the head diameter and taper size was chosen. But no post-op x-rays was received for offset size determination, therefore cannot be excluded. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products not possible: product combination is allowed by zimmer biomet. - patient behavior leads to premature failure due to inadequate information during patients counseling by surgeon => possible: correct handling of the product is out of zimmer biomet control. Conclusion summary according to the reported event the patient underwent a revision surgery due to recurring dislocations of the hip after 1 month in-vivo time. It is also stated that acetabular cup was determined to have a different positioning to ensure the stability after the patient was taken to the hospital having 2 dislocations. Neither post-op x-rays nor surgical notes, explants were returned to make a meaningful analysis of the reported event. Nevertheless, possible cause for the dislocation could be inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour or wrong offset selection for the head. High bmi of the patient might have also contributed to the dislocation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta ceramic femoral head m 32/0 taper 12/14 on the left side on (B)(6) 2017 and patient underwent revision surgery on (B)(6) 2017 due to dislocation.